Manufacturer narrative:
One used. List #011-mc100 was sent for evaluation, as received there were some therapeutics solution residuals inside, no physical damage or anomalies were observed. No mating device was returned. The used sample was primed and no flow restriction, occlusion, internal / external leaks were observed. Complaint of no flow / can't prime / difficult to prime cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 4/19/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear connector where it was reported the microclaves repeatedly block the administration of therapeutics. The status of the product at the time of the event is 20-30 minutes after the start of the infusion, according to pump flow and pse. The pumps were ringing and when they disconnected there was overpressure. Syringe test impossible to inject, but when removing the valve, injection without problem. No physical default on the device before use. No cut, hole, or tear noted. After the valves were removed, the treatment was resumed. There was patient involvement and no adverse event human harm and no need of medical intervention. This captures 2 of 3 occurrences.